Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report in which a customer reported a low reading issue with the adc device. The report contained the following information: "the sensor unit failed after 11 days and provided seriously low and erroneous blood glucose readings." There was no report of adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.